Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with recurring insulin flow block alarm. The customer reported blood glucose value of 35.7 mmol/l. The customer was treated in emergency room visit for hyperglycemia. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer has tried all remedies. No further patient complications were reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) and related svn#: (B)(6) event date of 01-jun-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. Multiple no delivery alarm/insulin flow blocked alarm were found on 01-jun-2025 and 02-jun-2025 during bolus/basal deliveries. On the primary svn#: (B)(6) and related svn#: (B)(6) event date of 01-jun-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 231750 (23.175 u) and dailytotalofbolusinsulindelivered = 610500 (61.05 u) which is equal to the dailytotalofallinsulindelivered = 842250 (84.225 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) and related svn#: (B)(6) event date of 01-jun-2025,, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 05/31/2025 02:45:00.000. Sensorerroralert (801) was found on: 05/30/2025 07:04:44.000. Sensorexpiredalert (794) was found on: 06/01/2025 09:04:45.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: 05/26/2025 08:53:00.000. Replace battery alert was found on: 05/26/2025 18:24:00.000. Replace battery now alarm was found on: 05/26/2025 18:55:00.000. 05/26/2025 19:05:00.000. Power loss alarm was found on: 05/26/2025 20:11:44.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on 02-jun-2025 at 06:18:58.000. There was no power data available for the date of 26-may-2025. Unable to check power data for low battery alert, replace battery alert, replace battery now alarm and power loss alarm. No unexpected low battery alert, replace battery alert, replace battery now alarm and power loss alarm noted during testing. Pump error 53 alarm (file number: 14 line number: 1232) was found on: 05/26/2025 20:14:09.000. Pump error 53 alarm (file number: 14 line number: 1232) was confirmed according in the formatted history file, suspected on hw. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No evidence of physical or moisture damage on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.02 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. However, pump error 53 alarm (file number: 14 line number: 1232) was confirmed according in the formatted history file due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.